Manufacturer narrative:
Findings: unit received with intermittent frozen display and constant audio alarm tone. Problem isolated to the motherboard. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to frozen display. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm constant one. Customer's blood glucose was 400 mg/dl. Customer stated the new battery did not restore normal pump function. The customer had an (B)(6) and then change it to a (B)(6). The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.